Event description:
It was reported that on an unknown date in (B)(6) 2025, a 21mm epic plus supra valve was implanted in the patient. On (B)(6) 2026, a reoperation was performed due to prosthetic valve endocarditis (pve).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.